Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. The breach in aseptic technique was further specified as the patient reconnected themselves to continue therapy when their transfer set disconnected from the plastic catheter adapter resulting in contamination of the sterile fluid pathway. The patient was hospitalized for the peritonitis with symptoms including abdominal pain and cloudy effluent. The patient was treated with tobramycin intraperitoneally (ip) (dose and frequency unknown) and vancomycin ip (dose and frequency unknown) for the event. The patient was discharged from the hospital but later readmitted for recurrent peritonitis the next month. The patient began treatment with an unspecified oral antibiotic for the recurrent peritonitis. Again the patient was discharged from the hospital and later readmitted for the peritonitis four months after the initial onset. The patient¿s catheter was removed and hemodialysis was initiated. At the time of this report, the patient was reported to have recovered from the peritonitis. The patient was not retrained on aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Should additional relevant information become available, a follow-up will be submitted.